Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported issue, the housing was replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1506-8600-000 continuous ventilator experienced broken housing preventing the unit from latching which could cause the unit to fall. This report was received from a single source. The reported event did not involve a patient.